Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during laparoscopic supracervical hysterectomy procedure the ¿the tip of the instrument was reported to have broken off¿. On further investigation, olympus was informed that in two thunderbeat devices, the probe broke off during the procedure, broken probe was retrieved successfully. There was no medical or surgical intervention required. There was no damage to the teflon pad. The procedure was completed as intended using a third thunderbeat device. There was no patient injury reported. 1 of 2 reports.